Event description:
The lay user/patient contacted lfs in 2009 alleging inaccurate high readings on his one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up question and obtained the following information. Two days prior, at 7:00am, patient was having a "fit" and contacted the paramedics and claims it was not due to the meter reading high. Prior to contacting the paramedics the patient tested his blood glucose and obtained a 8.7 mmol/l (156 mg/dl). The patient did not take any medication after obtaining the 8.7 mmol/l. The paramedics arrived and tested the patient using the paramedic's meter and obtained a 2.2 mmol/l (39 mg/dl). The patient did not exhibit any other symptoms at the time of testing. The paramedics treated the patient with a glucagon injection and took the patient to the hospital where he was put on a glucose drip and was given fluids. The patient was admitted in the hospital for one day. The patient's diabetes regimen was not changed after the reported incident. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The patient had been cleaning the puncture are correctly. A quality control test was done, and the test strips failed using the control solution. The complaint is being reported because the patient allegedly obtained a high reading, contacted the paramedics and then reportedly, obtained a low blood glucose result of 2.2 mmol/l on their meter. The patient then claimed that he received treatment by the emts and was admitted in the hospital for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.